Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery in a 980 ventilator "stopped recharging at 96%", "suddenly got up to 100%", and failed the battery test. The ventilator was not in use on a patient at the time of the reported event. The battery was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the battery was returned for failure investigation. The battery was visually inspected and functionally tested with no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.